Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted the device was returned with the handle in the open position and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. There was a kink in the basket sheath 87cm from the distal tip. The support sheath and the basket sheath are detached. When the points of separation are held tightly together, the basket formation actuates. Functional testing determined the handle does not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. The returned device was found to have a basket that was closed and could not be opened. The basket sheath and red support sheath were found to be separated. The basket sheath and support sheath are glued together during manufacturing. With the two sheaths separated, the motion of the handle was not being transferred to the basket sheath, so the basket would not open. The provided information sated the device did function normally 3 or 4 times before the issue occurred. There are multiple possible causes for the separation of the basket sheath and support sheath: the two components may not have been adequately glued during manufacturing. The size/shape/location of the stone(s) may have caused increased force on the sheath, causing the separation. User technique could have resulting in excessive force being applied to the device. A most likely cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted on 14oct2019.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a retrograde intrarenal surgery, a ngage nitinol stone extractor opened 3-4 times early in the case, but when it was used later in the case it would not open. Another ngage nitinol stone extractor was used to complete the procedure. No adverse effects to the patient were reported due to this occurrence.